Event description:
An incident occurred in which the bag wouldn't inflate. They were using the bag on a patient and noticed that the patient chest was not rising very much. Part of the air was going to patient and part going back to the reservoir bag. They removed the bag and got another one and the chest of the patient was rising as expected. No patient harm or change in therapy.